Event description:
False negative result (s). Started feeling sick so I got a pcr covid test. While I was waiting for my results, I took this rapid test and it told me I was negative. Got my pcr results back and they said was actually positive. I know rapid tests are not as accurate but this is very concerning that I was symptomatic and it didn't detect covid. Would not trust it at all.